Event description:
It was reported that the patient received two shocks on (B)(6) 2022. The patient presented for follow-up on (B)(6) 2022. There were no addition therapies since (B)(6) 2022. On (B)(6) 2022, episodes it was observed that the patient went into atrial fibrillation (af) with a rapid ventricular rate that fell into his vf zone. Patient received atp while charging and then received a shock, his rate remained in the vf zone, the device started charging but the shock was aborted when his rate slowed below the vf zone, the ventricular rate again sped up into the vf zone, atp was delivered while charging and then a shock was delivered converting him out of af. The physician decided to not make any device programming changes, but he was considering making medication changes. The patient condition was stable. The patient will be followed remotely per routine device protocol and will be seen in clinic when necessary and as ordered by the physician.